Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-old female patient underwent revision reconstruction breast surgery with a 490cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 31, 2021, mentor became aware that the year of implant under field d6a (initial submission) was mistakenly reported as 2001. It has been corrected to 2021 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 490cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).